Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Initial reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The complaint device (lc-dcp drill guide 3.5 f/neutral load pos) was not received for investigation. A photo investigation was performed based on the photo received. The image was reviewed, and the complaint condition is not confirmed since a functional test was not performed. After review of the photo provided, it cannot be identified if the drill sleeve and retaining ring are unable to assemble. Therefore, the device does not seem to be at flaw. This complaint is not confirmed as a photo inspection does not show malfunction of the complaint device. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 323.350, lot #: 9460009, manufacturing site: (B)(4), release to warehouse date: 01 jun 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was reported that the dual drill guide is unable to assemble. It was unknown if there were any procedure involved. There were no patient consequences are reported. This complaint involves one(1) device. This report is for (1) 3.5mm lc-dcp® drill guide neutral & load. This is report 1 of 1 or complaint (B)(4).